Event description:
The physician performed a percutaneous endoscopic gastrostomy tube placement with a peg system. It was reported that during the procedure the feeding tube separated at the dilator connector. A large snare was used to immediately retrieve the feeding tube. Placement of a second feeding tube was attempted; however, could not be placed through the existing incision. A second incision was made and the feeding tube was placed successfully.